Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level of 265 mg/dl that morning before breakfast. The customer took a correction bolus. After the correction bolus, the customer's (bg) level lowered to 43 mg/dl. The customer drank juice to increase bg level. At the time of the call, the customer's bg level was reported to be back in target range. The customer stated that this occurred due to needing pump settings adjusted by the healthcare provider (hcp) and indicated that the hcp would be contacted for setting adjustments.